Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis with blood and contrast in the guide wire lumen. The balloon was loosely folded which would be consistent of having positive pressure applied. The hypotube was detached / separated 25cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload. The distal tip was also damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported shaft kink, crossing difficulty, the confirmed hypotube detachment and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left circumflex artery. This 15mm x 3.25mm nc quantum apex mr balloon catheter was selected for post-dilatation. While advancing the nc quantum apex slight resistance was encountered, the shaft became bent, and a no cross occurred. It was noted that "the physician did not forcibly push the device". It was confirmed that once the device was removed from the patient, the device condition was checked and confirmed that no detachment of the shaft occurred and the physician only noticed the shaft to be kinked. The procedure was completed with another of the same nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a hypotube detachment 25cm from the strain relief.